Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a bladder infection and was advised to stop use until patient could see kidney doctor. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the device contributed to the bladder infection at this time and medical intervention is unknown. Per follow up via phone on 08sep2022, it was reported that the customer had to discontinued use of the purewick because their doctor believed it was to blame for bladder infection. And stated that the doctor prescribed an antibiotic but did not know the name of it and patient was fine now.

Event description:
It was reported that the patient had a bladder infection and was advised to stop use until patient could see kidney doctor. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the device contributed to the bladder infection at this time and medical intervention is unknown. Per follow up via phone on (B)(6) 2022, it was reported that the customer had to discontinued use of the purewick because their doctor believed it was to blame for bladder infection. And stated that the doctor prescribed an antibiotic but did not know the name of it and patient was fine now.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: experiencing skin irritation or breakdown at the site. Recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.